Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is completed.

Event description:
It was reported to philips healthcare sales support that the heartstart xl displayed a paddles removed error message when the paddles were connected.